Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Programming changes were made and no more alerts have been seen since device reprogramming.